Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hanaulux. As it was stated, the surgical light detached from the bracket and fell off probably touching the patient. No information about patient's outcome was reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might led to serious injury. It was established that when the event occurred, the surgical light did not meet its specification as the light head shouldn¿t fall and it contributed to the event. At the time when the event occurred the device was being used for patient treatment. During the investigation it was found that the issue investigated herein is single and isolated event. Unfortunately, the manufacturer¿s subject matter experts were unable to perform the root cause analysis due to missing information, e.g. Pictures and documentation about the issue from the customer. The most likely root cause for this case could be wrong maintenance of the device, however with no further evidence we are unable to confirm this assumption. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
Getinge became aware of an issue with one of surgical lights - hanaulux. As it was stated, the surgical light detached from the bracket and fell off probably touching the patient. No information about patient's outcome was reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might led to serious injury.